Manufacturer narrative:
Correction: d8, should have been marked ¿no¿ on the initial report. This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ based on the results of the investigation and the condition of the returned device, ta definitive root cause for the reported failure mode could not be determined. However, investigators were able to confirm the reported leak failure. As a result, it is believed that reprocessing could not be completed properly due to the leak, leading to the reported foreign material findings. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the ultrasound gastrovideoscope cannot insert or remove the brush from the balloon channel, due to the balloon channel is clogged. There were no reports of patient involvement.